Manufacturer narrative:
The customer reported that the unit is locking up. The unit was evaluated at philips, and the reported failure was verified. This malfunction was resolved by replacing the processor pca.

Event description:
The customer reported that the unit is locking up.